Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited out of range shock impedance measurements which were greater than 125 ohms. Review of the stored data identified a gradual rise in the measurements over a six month period following fifteen years of stable measurements. Fluoroscopy showed the proximal connection on the right atrial coil separating from the coil, appearing to also show insulation damage. A revision procedure was performed and the system was removed from service and replaced.

Event description:
It was reported that this system exhibited out of range shock impedance measurements which were greater than 125 ohms. Review of the stored data identified a gradual rise in the measurements over a six month period following fifteen years of stable measurements. Fluoroscopy showed the proximal connection on the right atrial coil separating from the coil, appearing to also show insulation damage. A revision procedure was performed and the system was removed from service and replaced.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.